Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
The patient reported that she changed the infusion set in 2009 between 9:00-10:00pm. When she woke up in the next day, her blood glucose measured 430 mg/dl. She changed the infusion site and found that the cannula was bent. She bolused through the infusion device to lower her blood glucose. Her normal blood glucose range is 80-140 mg/dl. No further information is available. The patient was sent an infusion site insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.